Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. Prior to opening up the pocket, upon interrogation of the pacemaker, it was discovered that the right ventricular (rv) lead's capture threshold had risen. The rv lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.